Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood solution set was leaking from the lower y connection to the drip chamber. This issue was identified during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.